Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation, constant critical pump error (open book image) was noted. Unable to download unit using thus software due to critical pump error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies and keypad flex connector gold traces causing an unexpected electrical short. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked belt clip rails, pillowing keypad overlay, cracked keypad overlay at select button, scratched case, and cracked case in summary, customer concern for cosmetic damage on pump case was confirmed due to: cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked belt clip rails during visual inspection. In addition, after battery installation an unexpected critical pump error (open book image) was noted. After deconstructive analysis, it was determined the cause of critical pump error (open book image) was due to corroded electronic assemblies. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.